Manufacturer narrative:
Heartsine's investigation confirmed the device had been incorrectly programmed with 5-second CPR duration. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
Heartsine recalled the device under fa301. Upon receipt at heartsine, the investigation discovered the device had been incorrectly programmed during the manufacturing process. In this state the device would not be able to deliver therapy to specification. There was no patient involvement reported with the event.